Event description:
It was reported that approximately one-month post implant procedure, the patient developed a system infection due to a systemic infection from the peripheral blood vessels. Antibiotics was administered and system removal is planned, but not yet determined. The organism was identified as methicillin-resistant staphylococcus aureus. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).